Event description:
The following event was reported to implantcast gmbh: "assembly no longer possible - cracks." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. The surgery could be finished with the affected trial adapter. There was no need for an alternative product.

Manufacturer narrative:
According the description of the event, the assembly of the product was no longer possible, as the trial adapter present several cracks. The product in question was provided for an optical examination. Both on the proximal and distal side, minor damages such as scratches are visible. Both holes on the anterior side are severely damaged. It is known that the issue with the trial adapter occurred intraoperatively. However, there was no health impact on the patient. The surgery could be finished with the affected trial adapter. There was no need for an alternative product. The manufacturing documents and the material certificates of the trial adapter were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the trial adapter. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The trial adapter was manufactured in july 2014 and is therefore in use for almost 11 years. This event was assigned to the error patterns "attachment does not fit instrument/implant", "change of surface" and "break of the instrument" in the associated risk management.